Event description:
A dental implant was placed in tooth location #13. Subsequently, the pt was experiencing discomfort. In 2 weeks the implant was removed. 11/04 the doctor's assistant was contacted. She stated "during the pt's post-op visit in 09/04, no discomfort was indicated and the implant was replaced".